Manufacturer narrative:
Product evaluation: a used cartridge was returned is a plastic bag with a note. No labeling was returned. Viscoelastic is observed in the cartridge. The tip is not split. Stress lines are observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified iol and viscoelastic were indicated. The handpiece used with the cartridge was not provided. The reported split damage was not observed. Tip stress was observed, which may have been interpreted as the reported complaint. The stress is an expected occurrence with a lens delivery and does not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been five other complaints reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that during an intraocular lens (iol) implant procedure, the cartridge cracked/split. The cartridge was replaced and the procedure was completed. There was no patient harm or impact to the iol. Additional information was requested and received.